Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an elbow open reduction internal fixation (orif) (lateral condyle) procedure the thread of the cannulated screw stripped off the screw. As the screw was being advanced into the distal humerus into a patient. The procedure was successfully completed with no surgical delay. The patient outcome is unknown. Concomitant device reported: unknown insertion instruments (part#unknown, lot#unknown, quantity unknown). This report is for one (1) 4.0mm cannulated screw-long thread 64mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.